Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. After the closure device was deployed and recaptured several times, which was noted to be more than 4 times, the was was noted to be kinked. The double curve was was exchanged for an anterior curve was, which also kinked after several recaptures. A new double curve was and a new 31mm closure device were used to successfully complete the procedure after a new transseptal puncture site was utilized. No patient complications were noted.